Event description:
Refrence number: (B)(4). Event occured in united states. It was reported that the patient faced high blood glucose level event on (B)(6) 2026. The blood glucose level was 300 mg/dl and the patient was treated with manual bolus. No further information is available.